Event description:
It was reported that during equipment testing conducted by a MFR field service tech at the user facility the saw was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion was discovered throughout internal components of the device, including the motor and bearings. Corrosion is a probable cause of overheating.